Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the clinic after experiencing dizziness while using a sawzall, oversensing of electro-magnetic interference was observed upon review of the segm. The oversensed signal inhibited pacing. The clinician advised the patient to discontinue use of the product.